Event description:
Caller reported a minimum fill notification, indicating an issue with their pump. There was no adverse impact to the customer's blood glucose level. The caller was able to resolve the problem by successfully loading a new cartridge onto the pump, following instructions provided by technical support to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Additional troubleshooting was not possible since the issue was not occurring at the time of the call.